Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead pulled apart when the physician was trying to pull it out of the header. As a result, this lead was surgically abandoned. No adverse patient effects were noted.